Manufacturer narrative:
(B)(4). The complaint ojr414 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr414 optiflow junior 2 nasal cannula came apart from wigglepad during use. It was also reported that there was no patient harm.